Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device was returned for evaluation. The device was evaluated and it was determined that the reported condition was not confirmed. Therefore, the assignable root cause was not determined. However, during evaluation, it was determined that the device was worn the etching was worn, could not secure the cutter device, was heating up and the etching was illegible. The device also failed pretests for general condition, marking & labeling and the saw blade screw coupling. The assignable root cause was traced to component failure due to normal wear. UDI #: (B)(4).

Event description:
It was reported from russia that during service and evaluation, it was determined that the sagittal saw attachment device was worn, the etching was worn, could not secure the cutter device, heated up and the etching was illegible. It was further determined that the device failed pretests for general condition, marking and labeling and saw blade screw coupling. It was noted in the service order that the device did not work. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.